Event description:
It was reported the unit has a broken clamp and swivel head screw. No pt involvement or adverse consequences reported.

Manufacturer narrative:
As of filing date, customer has not returned product for eval. Without being able to evaluate unit, worst case scenario is assumed and therefore medwatch will be filed. Should additional info become available, a f/u report will be issued as necessary.